Event description:
This complaint is from a literature source. The following literature cite has been reviewed: böhringer a, cintean r, eickhoff a, gebhard f, schütze k. Blade augmentation in nailing proximal femur fractures-an advantage despite higher costs? J clin med. 2023 feb 19;12(4):1661. Doi: 10.3390/jcm12041661. Pmid: 36836197; pmcid: pmc9964020. Objective/methods/study data: the aim of the study was to evaluate if there is an advantage and at what cost with the use of cement-augmented blades (cab) compared to non-cement-augmented blade (ncab) in a large cohort of patients. Between january 2016 and december 2020, a total of 620 patients (207 male and 413 female) with mean age of 80 years were included in the study. These patients had undergone proximal femoral nail antirotation (pfna) surgery for proximal femur fracture using pfna (depuy synthes), with radiographic follow-ups after at least 3 months. The patients were grouped into cement-augmented blades (cab) group with 299 patients using traumacem v+ injectable bone cement system (depuy synthes), and the conventional non-cement-augmented blade (ncab) group with 321 patients. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown synthes pfna and unknown synthes biomaterial: traumacem. Adverse event(s) and provided interventions possibly associated with unk - constructs: pfna (qty (B)(4)): cab - (n=13) hematoma. Treatment: not reported. - (n=3) surgical site infection. Treatment: not reported. - (n=?) Death. Ncab. - (n=6) hematoma. Treatment: not reported. - (n=3) surgical site infection. Treatment: not reported. - (n=?) Death. Adverse event(s) and provided interventions possibly associated with unk - biomaterial - cement: traumacem (qty. (B)(4)): cab . - (n=13) hematoma. Treatment: not reported. - (n=3) surgical site infection. Treatment: not reported. - (n=?) Death. Adverse event(s) and provided interventions possibly associated with unk - nail head elements: pfna blade (qty (B)(4)): cab - an 88-year-old female patient had mechanical failure; blade cutout treatment: revision surgery with arthroplasty. - a (B)(6) -year-old female patient had mechanical failure; blade cutout treatment: revision surgery with arthroplasty. - a (B)(6) -year-old female patient had mechanical failure; blade cutout treatment: revision surgery with arthroplasty. Ncab. - a 77-year-old female patient had mechanical failure; blade cutout treatment: revision surgery with arthroplasty. - an 84-year-old female patient had mechanical failure; blade cutout treatment: revision surgery with arthroplasty. - a 65-year-old female patient had mechanical failure; blade cutout treatment: revision surgery with arthroplasty. This report is for one unk - constructs: pfna. This is report 1 of 8 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b3: unknown event date between january 2016 and december 2020 d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown pfna construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: reporter telephone number +(B)(6). H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.